Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient¿s device was not connecting; it was just showing a question mark. There were no symptoms or further complications reported or anticipated.